Event description:
Per the clinic, the patient experienced an infection around abutment site (date not reported) and subsequently was treated with topical antibiotics and steroid (specific date and duration not reported). However, the issue could not be resolved. Subsequently, the patient underwent abutment removal procedure on (B)(6) 2022. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient underwent a skin revision surgery under general anesthesia on (B)(6) 2022 in order to excise the irritated skin. This report is submitted on july 04, 2022.